Event description:
This case was initially received via regulatory authority ansm . (This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), myalgia ("muscle pain"), fatigue ("intense fatigue / morally and physically exhausted"), migraine ("migraines") and neck pain ("acute cervical pain"). The patient was treated with surgery (essure was removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, myalgia, fatigue, migraine and neck pain outcome was unknown. The reporter provided no causality assessment for back pain, fatigue, migraine, myalgia and neck pain with essure. The reporter commented: the events' period of occurrence reported was from 2014 to 2017, and patient's current status was ongoing disability leave. It was also informed that her professional and social life were disturbed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-nov-2017 for the following meddra preferred term: back pain the analysis in the global safety database revealed 418 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.